Event description:
The endoscopy account manager (eam) reported to olympus, the endoscope reprocessor was used with acecide-c past the five day mark. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The endoscopy account manager (eam) reported that the light had been blinking indicating that the acecide-c needed to be changed. The facility reported that the mrc safety check was being performed and it was passing. The facility was advised by the eam that they are not to use acecide-c past the 5 day mark even if it was passing the mrc checks. The facility adviced that it was a one time occurrence. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. The customer confirmed the staff was aware of incident and would handle the issue internally. The serial number was provided and updated in d4. Further requests for what procedure/cases that could have used scopes that were not reprocessed correctly were made but unsuccessful. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported endoscope being reprocessed in an oer-pro reprocessor without replacing the disinfectant solution within the designated period of time could not be determined, however, the issue was likely the result of the user not reading/following the instruction manual carefully and made a mistake in managing the replacement of disinfectant. The event can be detected/prevented by following the instructions for use which states: "oer-pro operation manual 6.4 setting the disinfectant solution counter ·note on the disinfectant solution counter function acecide-c product overview ·reuse period up to 5 days chapter 7 routine maintenance 7.12 replacing the disinfectant solution when the disinfectant solution in the device is no longer effective, or beyond the specified use life, drain the disinfectant solution completely and replace with fresh disinfectant solution. Expired disinfectant solution should be treated as directed in the documents supplied with the disinfectant solution. Acecide-c product overview product description ·reuse period: up to 5 days" olympus will continue to monitor field performance for this device.